Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of two (2) small volume intermates ruptured. The bladder rupture occurred during filling with saline solution prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two actual samples were received for evaluation. Visual inspection revealed that the bladders were ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.